Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine ( 5 mg/ml at .9994 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was in the emergency room due to abdominal pain and symptoms of opioid withdrawal. The pump was read and confirmed to be empty. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) indicated that the patient had missed a refill appointment. It was reported that the pump was refilled and the issue was resolved. No further complications have been reported as a result of this event.